Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported there is insulin in the cartridge chamber of the pump. Caller alleges a leak in the cartridge. No adverse event reported. Requested return of the alleged device for evaluation.